Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an allergic reaction to "something in the devices" a month after their implant and the devices were explanted (B)(6) 2018. The allergy was confirmed. The patient asked of the material in the lead and the burr hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the device had been discarded and the symptoms and issues resolved completely following explant.